Event description:
It was reported that during training in a conference room, the cardiosave intra-aortic balloon pump (iabp) was powered on for training, no balloon attached, the batteries were fully charged, not plugged in. The end user reported that the iabp shut off and had a high pitched alert, the screen blank. Additionally the end user reported that the iabp stopped after approximately 30 seconds. The end user then reported to powering the iabp on again and noticing the start up screen seemed to have a slight flutter to the background as it was coming on; it then appeared normal. The pump was sent to biomed department to attention to (B)(4). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The facility biomedical engineer (biomed) evaluated the iabp and was able to reproduce the reported issue. The biomed tested the iabp on april 15, 2019 with a simulator and ran the balloon pump; the biomed was then unable to reproduce the reported issue. The biomed proceeded to access the unit error logs and was able to verify fault# 112, fault# 111, fault# 115 and fault# 77. On april 16, 2019 the iabp failed to power up, once the biomed was able to access the fault logs, the biomed found fault# 101 and the start up test did not complete. The facility biomed contacted getinge and ordered, then replaced the executive processor board. The biomed reported that all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The facility biomedical engineer (biomed) evaluated the iabp and was able to reproduce the reported issue. The biomed tested the iabp in (B)(6), 2019 with a simulator and ran the balloon pump; the biomed was then unable to reproduce the reported issue. The biomed proceeded to access the unit error logs and was able to verify fault# 112 (main application watch dog timer (wdt) failure), fault# 111 ( local virtual address space (vas) watchdog timer (wdt) failure), fault# 115 (kernel application program interface error) and fault# 77 (increased motor speed required). On (B)(6), 2019 the iabp failed to power up, once the biomed was able to access the fault logs, the biomed found fault# 101 (power main) and the start up test did not complete. The facility biomed contacted getinge and order and replaced upon arrival the executive processor board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during training in a conference room, the cardiosave intra-aortic balloon pump (iabp) was powered on for training, no balloon attached, the batteries were fully charged, not plugged in. The end user reported that the iabp shut off and had a high pitched alert, the screen blank. Additionally the end user reported that the iabp stopped after approximately 30 seconds. The end user then reported to powering the iabp on again and noticing the start up screen seemed to have a slight flutter to the background as it was coming on; it then appeared normal. The pump was sent to biomed department to attention to (B)(6). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during training in a conference room, the cardiosave intra-aortic balloon pump (iabp) was powered on for training, no balloon attached, the batteries were fully charged, not plugged in. The end user reported that the iabp shut off and had a high pitched alert, the screen blank. Additionally the end user reported that the iabp stopped after approximately 30 seconds. The end user then reported to powering the iabp on again and noticing the start up screen seemed to have a slight flutter to the background as it was coming on; it then appeared normal. The pump was sent to biomed department to attention to (B)(4). There was no patient involvement and no adverse event was reported.